Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316 lot #: 15984463 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing increased back pain and felt like the signal was right over her damaged nerves. The patient will undergo an explant procedure.